Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on june 20, 2016. Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: date of this report as (B)(6) 2016; not (B)(6) 2016 as previously reported.